Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. The noise was able to be replicated. Programming changes were made. The patient was in stable condition.